Manufacturer narrative:
At this time no conclusions can be made to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient underwent an additional surgery to repair and remove the device. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per legal complaint: on (B)(6) 2012, it is alleged by the patient's attorney that the patient underwent surgery for repair of a recurrent umbilical hernia. A bard/davol ventralex was implanted to repair the hernia defect. On (B)(6) 2014, it is alleged the patient underwent an additional incarcerated incisional hernia surgery and incarcerated omentum surgery to repair and/or remove the defected mesh. The patient was injured severely and permanently. The patient has suffered and will continue to suffer physical pain and mental anguish. The patient has suffered and continues to suffer from chronic pain, as well as psychological stress and depression. The patient has undergone and will likely require in the further other forms of care and medical treatments.